Event description:
During routine testing of the device at the service ctr, the user reported the central control monitor did not function as expected. The cursor on the monitor screen was about 3/4 of an inch off from where the monitor was actually touched. The cursor alignment issue was localized to the bottom center of the screen. The monitor was originally returned for repair of a distorted display when the touchscreen issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.